Manufacturer narrative:
The reported event occurred due to a software defect that is subject to a field safety correction. Reference FDA:res number 93511. The patient was treated and released without permanent impairment.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia due to a malfunction that had occurred while using their omnipod 5 controller app. The patient's blood glucose levels dropped to 85 mg/dl while wearing the pod.per email from the nurse practitioner (np), the patient was in the ER after using their omnipod 5 android app and overriding the dose- intended 0.5 u but the device dosed 5.0 u. The patient's father stated the original bolus was 0.7 and he wanted to change it to 0.5. He recalls only entering -.5 not 0.5. The calculator delivered 5 units. He recalls he treated the child with an unknown amount of juice and candy at home before deciding to go to ER. The patient was treated with an IV (dextrose). The patient was released after 6 hours.